Manufacturer narrative:
If the sample is returned a failure investigation will be performed. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The customer reported that there was a leak in the pilot balloon of the tracheostomy tube during use, and the cuff could not be re inflated. The patient required a non-routine removal and re cannulation.